Manufacturer narrative:
Product complaint # pc-(B)(4). Investigation summaryexamination of the returned instrument confirmed the complaint. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the brand new quickset acetabular reamer set was cleaned for the first time prior to a case next week. After coming out of the washer, central processing found rust on the top the reamer (see picture). It looks like also attached is roberval's standard cleaning and drying time. They use soap, lubricant and detergent brand name (B)(6).

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.